Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 6.3, reference: 5.3, mean: 5.80, confidence limits: na. Analysis of customer's data revealed that both reported inratio and reference values were greater than 5.0 inr. Generally, inr results exceeding 5.0 have reduced trueness, precision and linearity, both in point-of-care and laboratory based pt testing. Confidence limits could not be established. Accuracy criteria was not met. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met accuracy criteria. No further investigation is required. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot #239278 are within the allowable bias (+ or - 1.0). No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab results as follows: date: (B)(6) 2011, inratio: 6.3, lab: 5.3.